Manufacturer narrative:
Final analysis found that the insulation was abraded at 6.9 cm to 7.3 cm from the connector pin. The proximal coil was exposed in the same area due to friction with the device can.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.